Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a loss of functioning and efficacy in the device, the patient will have his artificial urinary sphincter (aus) revised on a future date. It was explained that the patient was completely continent after the implant in 2015, but started to loss urine again 2 years postoperatively. The physician is looking for a solution and verification to this issue as the patient is in diaper again and unhappy.